Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was used and was found to have an air detector and downstream occlusion (dso) sensor that were out of specification. The cause of the customer reported problem was an inoperable air detector and dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air detector and pin, and dso sensor seal and dso bezel, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump will not run with air in line/ downstream occlusion damaged. The product fault occurred during testing. There was no patient involvement and no harm/adverse event reported.